Event description:
The facility ophthalmic technician reported the system quit working during surgery. The staff attempted to re-boot but that did not help. The case was not completed and the following cases were cancelled. Additional info received stated the cancelled cases were performed at another clinic. The case that was aborted had the procedure completed in 2009. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and determined the laser engine needs to be replaced. The laser engine is on back order. The system is not in use at this time, pending replacement of the laser engine. The company sales rep provided a loaner system to the facility. There was no sample returned for eval as yet and not additional info provided related to the reported event. The root cause cannot be determined at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 03/03/2009.